Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right atrial (ra) lead exhibited high thresholds. It was further reported intra-operative during the ra lead replacement that the right ventricular (rv) lead got damaged. The ra lead and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.